Manufacturer narrative:
Investigation summary: a direct correlation between the heartmate ii lvad, serial number not provided, and the reported multi-organ failure and patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on the event.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number and patient weight); however, no additional information was provided. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvad, serial number not provided, and the reported multi-organ failure and patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. In addition, the IFU states that all device-tracking paperwork shipped with the device must be completed and promptly returned to the manufacturer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was sent to hospice and expired on (B)(6) 2017. The death was not due to the device and the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to multi-system organ failure. Additional information was requested but not provided.